Manufacturer narrative:
1038671-2023-01756 d10: (B)(6) 244-22-13 - optetrak hi-flex tibial insert sz 2 13mm. (B)(6) 244-03-02 - optetrak asy hi-flex ps cem fem, sz 2, right. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01756. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the tibial component to the tibial bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 181 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, discomfort, cyst, joint laxity, pain, and swelling. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the tibial component to the tibial bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.